Manufacturer narrative:
This record is a consolidation of events summarized as part of literature review, when device and patient information is not available. This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged prominent screws/screw protrusion could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of literature published by the department of orthopaedics, (B)(6) center. The title of this report is ¿treatment and displacement affect the reoperation rate for femoral neck fracture ¿, published on may 03, 2013, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at doi 10.1007/s11999-013-3020-9. This report includes an analysis of the clinical data that was collected on 1411 patients, the cases in this study ranged from 1998 to 2009. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 30 patients experienced prominent screws/screw protrusion, which required reoperation. It was reported that 12 patients with nondisplaced fracture internal fixation experienced prominent screws/screw protrusion, which required reoperation. It was reported that 18 patients with displaced fracture internal fixation experienced prominent screws/screw protrusion, which required reoperation.

Manufacturer narrative:
Correction: link to the published article: https://pubmed.ncbi.nlm.nih.gov/23640205/.

Event description:
The manufacturer became aware of literature published by the department of orthopaedics, scott & white healthcare/texas a&m health science center. The title of this report is ¿treatment and displacement affect the reoperation rate for femoral neck fracture ¿, published on may 03, 2013, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at doi 10.1007/s11999-013-3020-9. This report includes an analysis of the clinical data that was collected on 1411 patients, the cases in this study ranged from 1998 to 2009. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 30 patients experienced prominent screws/screw protrusion, which required reoperation. It was reported that 12 patients with nondisplaced fracture internal fixation experienced prominent screws/screw protrusion, which required reoperation. It was reported that 18 patients with displaced fracture internal fixation experienced prominent screws/screw protrusion, which required reoperation.